Manufacturer narrative:
On 31-mar-2025: product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Unpleasant feeling mouth [oral discomfort]. Spat everything out into the sink. There was the head and the little shaft - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: a 52-year-old male consumer via phone stated that he had an unpleasant feeling in his mouth, so he spat everything out into the sink and there was the oral-b precision clean toothbrush head and the little shaft. No serious injury was reported. On 31-mar-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Unpleasant feeling mouth [oral discomfort]. Spat everything out into the sink. There was the head and the little shaft - oral-b [device breakage]. Case narrative: 52 year old male consumer via phone stated that he had an unpleasant feeling in his mouth, so he spat everything out into the sink and there was the oral-b precision clean toothbrush head and the little shaft. No serious injury was reported.